Event description:
This event was reported as prosthetic valve aortic insufficiency with perivalvular leak, chronic obstructive pulmonary disease, chronic renal insufficiency and primary pulmonary hypertension. No further information was provided.